Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure a technical support specialist confirmed that the device was communicating when taking over the case and determined that the issue likely occurred after a reboot, as it took the normal amount of time for data synchronization to start. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed multiple errors such as disconnected mode, no profile icon, and all drawers failed. The user rebooted the station, but issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.